Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wasn't sure if the ins was still working or not because she didn't feel it like she used to and she had more urgency than before. The patient stated that she had her ins implanted in 2015 and she asked about ins longevity. The patient was redirected to their health care professional to interrogate the ins. There were no further symptoms or complications reported or anticipated.